Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic with right ventricular oversensing episodes that showed ventricular lead noise. Oversensing was not replicated with isometrics. Previous lead noise on the atrial channel was noted in 2014 and was still ongoing. The patient was stable and is being monitored. No further information was available.